Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that he had worsening symptoms in the back and upper glute area for the reason for the MRI on the day of the report. The patient reported that the pain was breakthrough as the system was helping with a lot of pain but still got pain getting through and not allowing him to stand up straight and interfering with the ability to walk normally. The patient reported pain, tightness and spasms in the low back and upper buttock. It was noted that this was a sudden change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that the cause of the patient¿s symptoms was that he had multi-level disc herniation that was more pronounced. The noted there was not a significant increase in pain but they had discussed another MRI to check nerve impingement. The patient was directed to continue exercise to resolve the chronic issues. The hcp stated the symptoms were resolved but noted there were chronic issues with no significant worsening on MRI.